Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they are having a pain where their implant is and where the lead is attached. Patient states that the pain first started with stabbing pain, then it began stinging and now it is swollen in two areas and it feels like pressure is building. Patient stated that the device has always caused them some pain because it sticks out so much and catches on things. Patient mentioned that they bumped the device on a wheelchair and it hurt pretty bad but it didn't bother them much until their husband bumped it with his hand and the pain took their breath away. Agent asked if the pain is related to the device/therapy and the patient stated that they turned the stimulation off but the pain was still there. Later, the patient turned the therapy back on and the patient stated their bladder began spasming and it hurt. The patient was concerned that they punctured the battery casing and that battery acid was leaking inside of them. Reviewed implant materials. The patient was redirected to their healthcare provider to further address the issue. Swelling around implant site with stabbing and stinging sensations